Event description:
Prior to implant, this device went into the backup mode upon inquire. The device remained in backup after several backup-reset attempts. The device will be returned for analysis. There was no pt involved in this event.